Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it was not able to confirm the customer failure. A definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the broncho videoscope displayed no picture on screen. The issue occurred during preparation for use. There were no reports of patient harm